Event description:
Pt had a 2-lumen catheter placed on 10/1/96. On 12/25/96 she had an acute respiratory event where she became acutely short of breath, tachycardic, and hypoxic. At that time, one leg of the catheter was cracked. The catheter was repaired 12/27/96. Md never connected these events at the time. The pt was stable without respiratory problems until 1/23/97 when she became acutely short of breath (with chest pain) tachycardic, hypotensive, and hypoxic. MFR was sure she had had a pulmonary thromboembolism at the time. A few hrs later a new large crack was discovered in a leg of the catheter. This made md concerned about air-embolism. The catheter was clamped and pt improved from that time onward. A pulmonary angiogram was negative. Diagnosis although a diagnosis of exclusion is air embolism. Md suspects pt had this in 12/96 also.